Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that maestro 4000 does not adequately regulate temperature. During an ablation procedure, a maestro 4000 controller was selected for use. It was observed that maestro 4000 does not adequately regulate temperature and shows a decrease in power when initiating ablation during the procedure. There was no report of patient complications. No further details were provided. The device is expected to be return for analysis, onsite repair is expected.